Event description:
The customer performed control tests on her breeze 2 meter and received results of 206 and 207 mg/dl. The normal control range is 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer. Lot# of strips provided not valid. Unable to re-confirm with customer.